Event description:
Due to heart failure, my husband had surgery in late (B)(6) 2016 whereby he received a heartmate iii lvad (which was still within the clinical trial phase here in the us but which my husband agreed to participate in). Following surgery he was in the hosp until late (B)(6). Arriving home, we managed all aspects of the device and met with his cardiac care staff as require. In mid (B)(4), he began exhibiting some difficulties with fluid retention at which time his medical team increased the device's flow capacity. On (B)(6), he felt a little nausea. We contacted the hosp via the 24/7 number and was told to monitor. The same thing happened the next day. By (B)(6) afternoon, he now exhibited breathing difficulties at which time we went to the ER. He died on (B)(6) after receiving emergency surgery to implant an rvad. The drs were never clear with regard to whether the heartmate iii was not working as designed. An autopsy was conducted. Questions to this day remain unanswered. I have a cd of his entire medical case.